Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of adhesive could not be determined. In addition, the following non-reportable malfunction was found during the device evaluation; loose angulation control knob. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; remnants of white contamination (that were identified during the previous repair) were still evident at the distal end; the presence of this contamination was potentially due to an issue with the previous repair and the investigation is still ongoing to determine the root cause of the event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Note: patient identifier (B)(6) (mw (B)(4) was previously submitted due to initial device malfunction.

Event description:
The olympus process engineer reported (on behalf of the customer) that there was glue that remained inside of the scope. The issue was found upon receipt inspection (after being returned following olympus device repair), and there was no procedural involvement or patient harm associated with the event. The device was returned and evaluated, and remnants of white contamination (that were identified during the previous repair) were still evident at the distal end. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.